Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extended bolus feature does not work. There was no reported impact to customer's blood glucose (bg) level. Customer declined a follow up call from tandem technical support.